Event description:
It was reported due to the severe tortuosity of the patient's anatomy the stent began to prematurely deploy in the middle cerebral artery (mca). The physician fully deployed the stent and it apposed to the vessel wall without any issue. The procedure was completed with this stent. There were no clinical consequences to the patient.

Event description:
It was reported due to the severe tortuosity of the patient's anatomy the stent began to prematurely deploy in the middle cerebral artery (mca). The physician fully deployed the stent and it apposed to the vessel wall without any issue. The procedure was completed with this stent. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual analysis of the returned device found the outer body proximal shaft compressed on its middle shaft at 19.5cm from its distal end. The outer body was also compressed on its distal shaft at 14.5cm from its distal end. The inner body was in the outer body with the inner body bumper marker protruding through the outer body distal end. The dual tapered tip was noted to be separated and appeared as if it had been cut with a sharp object. Slight friction was noted when the inner body was pulled and pushed within the outer body. The inner body was noted to be bent on its proximal shaft at 7.0cm from its proximal end. No other anomalies were observed. The root cause of premature deployment during use cannot be definitively determined. However, event information indicated the patient's anatomy was severely tortuous, and that this tortuosity resulted in the reported premature deployment and difficulty engaging the target vessel. Based on this information, it appears that as the device was unable to reach the target lesion, additional force was applied in the attempt to access the lesion, possibly resulting in the premature deployment and the observed compressed outer body and bent inner body. Therefore, a probable root cause of operational context was assigned.